Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring pump error 25 on the insulin pump. Customer also reported issues with inability to charge pump power source. Blood glucose level at the time of the incident was 170 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with power error due to connector resistance issue.